Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, a compromised sterile package barrier was noted upon unpacking a quantum maverick monorail 20mm x 2.5mm balloon catheter. The device had no contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Product analysis did not confirm the package seal comprised stated in the complaint. The returned package was received open. The returned package which included to device was inspected and a vendor seal was found to be activated, indicating it was heat seal properly during manufacturing. There were no voids found in the seal. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause of the complaint could not be determined, because there is no evidence of any material, manufacturing, or performance specification non-conformances related to the complaint device.